Event description:
It was reported that the user experienced high blood glucose of 323 mg/dl while using the ilet and observed insulin pooling under the adhesive patch after removing infusion set, with no visible issue noted with the cannula or set; the user replaced the infusion set and planned to monitor glucose. Symptoms included hyperglycemia peaking at 323 mg/dl. Outcomes included no reported medical intervention or hospitalization. Investigation included troubleshooting and education. Investigation of this case revealed a probable infusion site or connection issue consistent with an incorrectly deployed infusion set or an infusion set connector not fully attached, given the insulin pooling and resolution steps taken. It was concluded, based on previously established findings for similar reports, that the cause was user technique related to infusion set deployment or connector attachment.